Event description:
It was reported that the patient is experiencing pain and some squeaking noise.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-50e, lot # 98022601, description: trident psl ha cluster 50mm; cat # unk, lot # unk, description: unk 32mm x +0 alumina head; cat # unk, lot # unk, description: unk cancellous screw. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.